Event description:
It was reported that the patient underwent a pocket revision in (B) (6) 2009. No reason for the revision, patient symptoms, or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).